Manufacturer narrative:
It is indicated that product is not returning for evaluation. Since the product associated with the complaint was not returned, a review of in-house testing was performed. Retain strip testing results met both accuracy and repeatability criteria. The products performed as expected and no product deficiencies were observed. The manufacturing records for the lot were reviewed. The non-conformance associated with this lot was not relevant to the initial complaint and does not affect product performance. Improper techniques were identified in the complaint. These cannot be ruled out as a possible root cause for the unexpected results. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.

Manufacturer narrative:
Event was reported in error. Please disregard MDR 2027969-2015-00032.

Event description:
Caller alleged discrepant inratio results. Results as follows:date inratio lab(B)(6) 2014 1.0 2.3time between tests: 15 minutestherapeutic range: 3.0-4.0.patient self tester knew results may be low due to being on and off of warfarin; only questioning the difference between the results. Patient did not indicate if a dose adjustment occurred based on the results.caller reports touching the finger to the sample well and milking the finger after performing the finger stick.